Event description:
It was reported that the 9600 system had a physicist discrepancy, the high level fluoro may exceed 20r per minute. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The max boost mode was adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc.